Event description:
It was reported that the device produced error three at the beginning of the case. The customer used another device for the procedure and it was completed with no patient consequence.